Event description:
An angiodynamics senior territory manager reported that a patient expired during an off-label alphavac procedure. It was reported that the mass that was being removed had embolized to the lung, resulting in the patient's expiration. The following was reported from the tech who was scrubbed in for the procedure: "the patient was a 26-year-old male with advanced metastatic cancer and he had a tumor that was blocking his ivc/ra. He was terminal but this tumor was causing renal and liver failure and they wanted to improve his quality of life before he died. Dr. (B)(6) started out by trying to snare the tumor piece by piece with an ensnare and the ono device. Early in the procedure we saw on the echo how he had pulled off a big piece, but it fell out of the snare and we didn't know where I went. (B)(6) went on and was taking pieces of the tumor out. He switched from the snare to the alphavac at some point (22fr) and it worked okay. We had an issue with it at one point (B)(4) but I can't remember what happened with it which is why we opened another one. The patient started coding at one point and we opened the 18fr version (B)(4). The dilator wouldn't pass through the whole device as much as dr. (B)(6) pushed. They got it to work at one point and the patient recovered (on rocket fuel though). Then later on anesthesia said he was having a pe so we took a pic of the pa (he only had an lpa as his right lung was removed) and 2/3 of it was blocked. Patient then started coding again. While patient was receiving CPR, we wanted to put the 18 alphavac up there but couldn't get the dilators to work. We opened a second one (B)(4). They basically had the same dilator problems but he just shoved it in I think and it didn't get anything out. Pretty sure we put the 22fr one up there too but I can't remember. All of them got nothing. Then we opened the penumbra indigo and it also got nothing. After a lot of CPR and the fact that he wasn't a candidate for advanced msc they called it. It was probably a big piece of the tumor that embolized and got lodged up there and wouldn't come out. It was a very high stress case. Basically, the physician had issues getting the dilators to go in. Also, the way the 22fr one is flared at the tip resulting in the physician having a had a hard time making it go in." Despite good faith effort attempts, no further details have been provided. Device 1 of 3.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4) reference report 1317056-2025-00020- device 2 of 3. (B)(4) reference report 1317056-2025-00021- device 3 of 3.